Manufacturer narrative:
(B)(4).

Event description:
A patient had a questionable test result when testing on coaguchek xs meter with serial number (B)(4). The patient decided not to take warfarin based on the result and later was treated due to chest pains. The patient feels the incident was caused by an incorrect result on the meter. On (B)(6) 2016, the patient tested on the meter and the result was 4.1 inr. The patient followed her normal protocol based on the meter result and did not take warfarin. The patient's doctor did not tell her to take any warfarin. On (B)(6) 2016, the patient started experiencing chest pains and went to the emergency room. A sample from the patient was tested in the emergency room laboratory and resulted as 1.3 inr by an unknown method. The patient was then given heparin and an echocardiogram. The patient was released from the hospital on (B)(6) 2016. The patient's condition is currently stable. The patient's therapeutic range is 2.0 - 2.5 inr. The patient tests weekly on the meter. The patient did not use alcohol when obtaining a sample for the meter test. The patient does not suffer from antiphospholipid antibodies or anemia. The meter was coded incorrectly. The patient did not have any changes in normal vitamins and supplements. The time frame between medications taken and the incident was 13 hours. The patient has not had any missed or changed dosages. The patient's product has been requested for investigation and a replacement product was shipped to the patient.

Manufacturer narrative:
Relevant retention test strips (lot 144581-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material performed as specified. The customer meter and test strips were provided for investigation. Retention control material was tested with the customer meter and master lot. With customer meter and master lot: control #1: 2.2 inr, control #2: 2.1 inr. The obtained control values were in the allowed range of the used combination master lot strip lot - control lot. (2.1-3.3 inr). All measurements were without error messages.

Manufacturer narrative:
It has been confirmed that the retention control material was actually tested with the customer meter and customer test strips, not the master lot of test strips.

Manufacturer narrative:
Based on available data, it can not be determined if there is an association between the discrepant inr results and the patient´s symptoms. Relevant clinical information from the patient was requested but not provided.